Manufacturer narrative:
Additional information: device evaluation: product evaluation found lens returned dry in a micro centrifuge vial with clear surgical residue/debris on lens. Visual inspection found a piece of the haptic missing and clear and white residue on lens. Claim# (B)(4).

Manufacturer narrative:
This product is not marketed in the us. (B)(4).

Event description:
The reporter indicated that the surgeon attempted to implant a 13.2mm vicm5_13.2, -10.50 diopter, implantable collamer lens in the patient's right eye (od). During the icl loading, the lens tore. The surgeon said tha tthe lens was torn while pushing the lens with the foam tip plunger due to its resistance. Afterwards, the surgeon then performed another surgery with a similar lens into the patient. On (B)(6) 2017, the patient's post-op bcva was 20/20.

Manufacturer narrative:
A lens work order search was performed. No similar complaint type events were found. Claim# (B)(4).